Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/29/2025, an FDA medwatch notification was received via email. A facility representative reported that during surgery for left acl and mcl reconstruction following a sports-related knee injury, the patient was implanted with an ar-3740sp double loaded knotless fibertak. While closing the incision on the thigh, created to harvest the quadriceps graft, the surgical team used a scorpion device in conjunction with suturetape. The surgeon noted that the tip of the scorpion needle was missing. The surgeon attempted to locate the needle tip but was unable to visualize it without imaging. A mini c-arm was used to identify the missing tip, which was successfully removed from the patient¿s thigh. After removal, the retrieved piece was inspected and confirmed it be intact. A follow-up image confirmed that no metal remained in the patient¿s thigh. The patient did not experience harm or long-term effects as a result of the event. The surgery took place on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.